Event description:
It was reported that when using one (1) bd vacutainer® k2 edta (k2e) plus blood collection tube, blood leakage occurs when the tube is removed from the acquisition device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received photos for investigation, which included a sketch of a tube and label information. The evaluation of the photos did not confirm the reported defect. Additionally, a total of 100 retained samples were visually examined, and no damage that could cause leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670; k231373. There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2. Medical device type: jka. D.3. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® k2 edta (k2e) plus blood collection tube, blood leakage occurs when the tube is removed from the acquisition device. No adverse impact was reported regarding the patient or user.